Manufacturer narrative:
UDI # (B)(4).

Event description:
It was reported to philips the device had a pacer equipment malfunction (which would result in a red x in the ready for use indicator). There was no patient involvement.